Event description:
Customer reported she was hospitalized due to hyperglycemia, and she believes the insulin delivery of the infusion device is inaccurate. She began to not feel well around 9:30 p.m. On (B)(6) 2014, and her blood glucose was 450 mg/dl. She delivered a 4.0 unit bolus, but her blood glucose did not decrease after an hour. She changed the infusion needle and delivered another 4.0 unit bolus at 11:00 p.m., and her blood glucose was 380 mg/dl at 12:00 a.m. She was admitted to the hospital, and she received an insulin injection which immediately lowered her blood glucose. The hospital did not remove the infusion device until 7:00 a.m. To determine if the basal rate was delivered, but by that time, her blood glucose had increased to 270 mg/dl. The infusion device was then removed, and she received an insulin and saline drip. She was discharged from the hospital on (B)(6) 2014 at 2:00 p.m. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).